Manufacturer narrative:
Investigation findings: to date, the hose has not been received for evaluation. A follow-up report will be sent upon receipt of the device and completion of an evaluation. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.

Event description:
The customer reported, that this hose is expelling dye and particulate matter during the steam sterilization processing. There was no patient involvement, injury or surgical delay related to this event.